Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient got a bulkamid injection on the (B)(6). They have had a lot of problems since. They were having to go to the bathroom every three hours. If they didn't go, they got a headache. They saw the doctor yesterday. Their urine was clear. The doctor suggested they call the manufacturer and change the program. The doctor said sometimes when patients got the injection, it would mess up their system. The injection was to fill along the urethra for a leaky bladder. The agent walked the caller through how to change programs and increase the stimulation to a comfortable level. The patient said they would monitor their symptoms.